Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker implant. During the procedure, it was noted that the set screw was stripped from the pacemaker which caused the pacemaker to be unable to connect to the lead. The physician elected to implant a different pacemaker instead. The patient was in stable condition.